Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. Pt info: information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer states there were four (4) erroneous results, and the na results were in the 170 range while the cl result was 120. The sample were repeated with results within normal range.